Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: failure mode description: state of failure: ventilation/ service software affected component: blower module. Failure effect: device alarm visually and audibly. Monitored oxygen value is out of tolerance (- 5%) of the set value. (Low oxygen). Ventilation continues. Root cause: internal blower failure. Correction: replace blower module msp160554.

Event description:
The following was reported to the hamilton medical ag: original complaint: oxygen concentration was displayed 94 % during setting it 100 % although o2 cell calibration was succeeded. Therefore, 'low oxygen alarm' occurred. Complaint summary: "low oxygen" alarm due to defective blower.